Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the message "insufflator cannot be started" appeared and error 2001 was displayed on the insufflator mini screen. An attempt was made to resolve the issue by restarting the insufflator via the restart button on the touchscreen, but this did not resolve the issue. The customer was then instructed to perform a hard power cycle of the tower; however, the error recurred. The customer was subsequently instructed to disable the insufflator and utilize a third-party insufflation device for the procedure. There was no report of patient involvement or reported injury.ry.